Manufacturer narrative:
The referenced pump exchange on (B)(4) 2017 was reported under medwatch MFR report #2916596-2017-01289. (B)(4). Approximate age of device ¿ 58 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was admitted with an elevated lactate dehydrogenase (ldh). The patient was maintained on aspirin 81mg, angiomax, and aggrastat; however, the ldh continued to rise. The patient had recently undergone a device exchange for thrombus on (B)(6) 2017. On (B)(6) 2017, the ldh was 3600 u/l and the creatinine (cr) had increased to 1.8 mg/dl. Due to concern that creatinine would continue to rise with the increased hemolysis, an aortogram was performed. The results showed that some flow through was exiting via the outflow graft; however, the flow appeared sluggish. On (B)(6) 2017, the patient¿s ldh was greater than 4000 u/l, and the decision was made to turn the lvad off. The patient was on aspirin, plavix, aggrastat, angiomax and primacor. The patient decompensated and required intravenous vasoactive medications. Pulmonary artery systolic pressure increased from 60s mmhg to 80s mmhg, cardiac index, and the svo2 decreased to the 30-40% despite dobutamine, lasix, and revatio infusions. When the patient did not respond, the lvad was restarted. Within 15 minutes the patient was stable without any neurological event. The patient was elevated to status 1a for transplant. On (B)(6) 2017, it was reported that the patient was still being supported on primacor, dobutamine, revatio and lasix. The patient was neurologically intact and stable at the time. On (B)(6) 2017 it was reported that the creatinine increased from 2.1 to 2.8 mg/dl. The patient was hypercoagulable and had experienced device thrombosis despite maintaining a consistent inr of 4.0. On (B)(6) 2017 the patient was successfully converted from the implantable lvad to paracorporeal lvad support utilizing a temporary support device. The patient remained status 1a on the heart transplant list.

Manufacturer narrative:
The evaluation of the returned left ventricular assist system (lvas) confirmed the presence of thrombus. The lvas was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and a 25.75 inch section of the distal portion of the dl was also returned. The inlet tube was not returned. The inflow conduit flex section was severed and the silicone sleeve was returned detached from the attachment hardware. The inlet elbow was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed at their hardware and returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The bend relief collar was returned detached from the graft attachment and bend relief. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the distal-side of the inlet stator and proximal-side of the blood tube revealed thrombus formations surrounding the inlet bearing cup and inlet bearing ball. These formations appeared to be pulled apart during the disassembly process. Each thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the lvas was supporting the patient. Examination of the distal-side of the rotor revealed non-laminated depositions surrounding the outlet bearing cup. Examination of proximal-side of the outlet stator revealed a non-laminated deposition adjacent to the bearing ball within the proximal side of the outlet stator. Each of these depositions were not adhered and did not show any evidence of lamination. The origin of these depositions could not be conclusively determined; however, they were similar in structure and color to the inlet bearing cup/ball thrombus formations. Additionally, their areas of denaturation suggest that they were present while the lvas was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis, as well as the power elevations that were confirmed through the evaluation of the submitted log files. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.